Manufacturer narrative:
The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi71000734; lot/serial #: unknown. (B)(4). The manufacture representative went to the site to test the imaging system. The reported issue was confirmed and the pleora was defective. Bypassing the umbilical was not solving the image framerate low error message that appeared as soon as you press 2d or 3d. The pleora was replaced. 2d and 3d were working again as intended. Several covers were broken near the door opening. Door sidewall, door lower cover, inner gantry cover and source louvre cover are to be replaced before the system is safe to use. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that 3d imaging was not possible, 2d seemed to be properly working. They unplugged the umbilical cable and rebooted the system, then re-plugged it back in but the issue remained. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the side door covers, lower door cover and inner gantry covers were replaced. After the covers were replaced the issue was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.